Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited loss of capture and loss of sensing due to dislodgement. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.